Event description:
Boston scientific received information that this right ventricular (rv) lead implanted with another manufacturer's pacemaker exhibited unacceptable pacing impedance measurements. The specific measurements were unknown. A lead fracture was observed. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 88mm from the terminal pin, proximal segment only returned. Set screw marks were noted on the terminal pin and ring, with dried body fluid noted in the lead lumen. With manipulation, testing found that the lead was electrically continuous.